Event description:
The customer called, reporting they were receiving an error 4 message, when inserting strips into their freestyle meter and a battery icon, which are the indication that meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
An investigation is in process. The product has been requested back. Final report will be submitted when the investigation is complete.